Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a intima-ii y18gax1.16in prn/ec slm leaked during use. The following was reported by the initial reporter: "at 16:20 on (B)(6), nurse (B)(6) used indwelling needle to puncture in order to protect blood vessels. After the puncture was successfully fixed, it was found that there was leakage between the y tube of indwelling needle and the hose. (B)(6) immediately pulled out the indweller needle, give the patient psychological comfort, replace the intact indweller needle puncture, the patient and his family showed understanding. "

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0140311. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that a intima-ii y18gax1.16in prn/ec slm leaked during use. The following was reported by the initial reporter: "at 16:20 on (B)(6), nurse (B)(6) used indwelling needle to puncture in order to protect blood vessels. After the puncture was successfully fixed, it was found that there was leakage between the y tube of indwelling needle and the hose. (B)(6) immediately pulled out the indweller needle, give the patient psychological comfort, replace the intact indweller needle puncture, the patient and his family showed understanding."